Event description:
A customer complained of an error code occurring from the sterrad 200 and the room filled with oil mist. The customer reported there were no reports of injury when this event occurred. A field service engineer inspected the unit. The fse replaced the necessary components on the unit and the unit met specifications.

Manufacturer narrative:
Evaluation: monitor, light bulb, vacuum pump oil mist filter, and catalytic converter.